Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was reported that after the patient was found lying on the floor after they fainted, the doctor checked the bg and it was 16 mg/dl while the cgm was 130 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was found lying on the floor in the hospital. The details surrounding the patient's presence in a hospital were not provided. However, it was noted that the patient was in the surgical ward and had a lot of machines in the area including an MRI. The patient was not sure about treatment made at the hospital but he mentioned that he was given some glucose dextrose. At the time of the report, the patient was in stable condition at home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.